Event description:
It was reported that the generator was replaced due to end of service, and the device was returned to manufacturer for analysis. Analysis of the generator confirmed the end of service condition, and was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. During analysis, it was identified that the pulse generator module did not performed according to functional specifications as defined by the manufacturer's electrical testing specifications. It was identified that this condition had an adverse effect on the results of diagnostic testing as the returned dc-dc code remained zero irregardless of the load. Further analysis revealed that the lead for pin one of the transistors (q8) was not attached to its intended pad on the pcb. With pin one of component q8 connected to the substrate pad, the pulse generator module performed according to functional specifications as defined in manufacturer's electrical test specifications. Results of diagnostic testing were also as expected when the pin was connected to be the intended circuit. The max dc-dc communicating test and diagnostic testing did not function properly and both conditions were caused by an un-soldered lead (pin one) of component q8 to the pcb. The reason for the un-soldered lead (pin one) on the component q8 was not ascertained. This condition did not have an affect or impact on the battery longevity. There were no other observed issues with the generator. This event is being investigated further by the manufacturer.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. The manufacturer is further investigating this event.